Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission with pause episodes. Review of the episodes revealed the episodes were false. It was noted the patient had a seizure. No other action was taken.

Event description:
Additional information received notes that patient presented to the clinic follow-up and had programming change performed on (B)(6) 2019. The patient's condition was stable through out the intervention.